Manufacturer narrative:
Patient does not have any sequelae but discontinued tms treatment. Patient was taking medications which may lower seizure threshold and, in addition to tms, may have contributed to the incident.

Event description:
Neuronetics was made aware by a tms practice that a patient experienced right side arm and leg shaking an hour and a half following her 25th tms treatment. Patient was taken to the ER and confirmed to be a seizure.